Manufacturer narrative:
Product analysis #(B)(4):the customer returned 3 images. Image 1 is of the pouch label. The label confirms that the device is an evercross 6.0 x 40mm (ab35w06040135), lot #: b803090. Images 2 & 3 show a detached portion of a balloon with biologics. Based on the images the customer complaint can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A percutaneous transluminal angioplasty procedure was being performed using the evercross 035 balloon catheter to treat a calcified target lesion in the mid right and left common iliac artery and superficial femoral artery. A non-medtronic inflation device was used with 50/50 contrast. It was reported the balloon burst circumferentially/radially on the first inflation at 6 atm, detached, and fragmented into multiple pieces. There was difficulty removing the balloon catheter from the patient, and the entire sheath and wire were removed to extract the balloon catheter. The patient was admitted to the hospital, there was a 2-hour delay in surgery, and general anesthesia was required. A surgical cutdown was performed to locate and retrieve the balloon fragments, and all pieces/fragments were retrieved. It was reported that the intended lesion was not treated due to the event.